Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the customer. It was later confirmed by the customer that they had obtained a replacement battery and installed it in their device. The customer further advised that the device is now functioning properly and declined an offer from physio-control to evaluate the device. The battery was approximately 4 years old and had likely become depleted normally due to age and use. Neither the device nor the battery were returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not charge during a patient event. The customer advised that the readiness display showed "ok" and that the defibrillation electrodes were applied to the patient. The unit was then powered on and advised that it had a low battery. The device then analyzed the patient but would not charge and the service wrench appeared on the device's readiness display. The patient, (B)(6) year old male, did not survive the event. The customer, who is the ems chief, advised that the device use did not contribute to the patient outcome. No further details about the patient or the event were provided.